Event description:
It was reported the pt's ipg was unable to communicate with external devices, and the pt no longer has stimulation. Replacement external devices were unsuccessful at resolving the issue. The pt allegedly could not demonstrate the correct charging procedure to the sjm rep; therefore, it is unk if the pt ever successfully charged her ipg battery. Surgical intervention will likely be undertaken to resolve the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.